Manufacturer narrative:
(B)(6).

Event description:
It was reported that while a v60 ventilator was in clinical use, the device backup battery became non-functional, resulting in a device malfunction. A remote service engineer (rse) was contacted, and a field service engineer (fse) was dispatched to the customer facility to inspect the device. The fse replaced the backup battery to resolve the issue. Following the component replacement, the fse performed a performance verification test (pvt). The device successfully passed the pvt, confirming a return to full operating functionality. No patient or user injury, harm, or adverse clinical outcomes were reported. The investigation concluded that the likely cause of the malfunction was a failed backup battery. No further actions are required at this time.